Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. The customer's blood glucose (bg) level "high"; however, a specific value was not provided. Customer addressed bg level with a bolus via pump. Reportedly, the customer continued to use the pump for insulin therapy.